Manufacturer narrative:
The reported lot number cnl2014021 could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx¿ sis system was used during a solyx placement procedure performed on (B)(6), 2014. The procedure was completed without complications and the patient was discharged on (B)(6), 2014 according to the complainant, on (B)(6), 2014, the patient reported pelvic pain. The investigator assessed the event as mild in severity and related to the study procedure but not to the sling device. On (B)(6), 2014, the subject was treated with trigger point injections. The event was reported to be resolving.